Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes based on analysis results, that the reported bend in the middle of the fiber, was confirmed as analysis identified a break in the fiber body between the input connector and control knob. The observed fiber body break likely occurred due to excessive bending during the procedure. Device history record review: the device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The fiber was functionally tested with the helium-neon (hene) laser fixture. The testing conducted identified a break in the fiber body between the input connector and control knob, 1 cm from the input connector, which likely resulted in the complaint report that the fiber stopped working. The aim beam was present at the location of the break. No other defects were observed with the fiber. Labeling review the device instructions for use (IFU) was reviewed. The IFU states caution: the fiber is a precision device. Damage to the fiber can result in the emission of uncontrolled laser energy. Do not excessively manipulate or bend the fiber. Warning: do not use if the fiber appears damaged. If damaged, replace the fiber with a new one. Use of a damaged fiber may result in injury to the patient or injury to the user. Caution: do not bend the fiber. Investigation conclusion: the observed condition of the fiber is consistent with likely excessive manipulation or bending of fiber during the procedure, resulting in the fiber body break. Based on the results of the product record review and observations of the fiber during product analysis, the investigation is assigned a conclusion code of unintended use error caused or contributed to event, which indicates the interaction between the user and device, or sample, caused or contributed to the error. This includes unintended inappropriate use of the device and incorrect sample preparation.

Event description:
It was reported that during preparation for a photoselective vaporization of the prostate (pvp) procedure, the fiber was taken out, connected to the main unit, and no guide light came out from the tip of the fiber. It was confirmed that there was a bent part in the middle of the fiber. The fiber was not used, and the procedure was completed by replacing it with another of the same device. The fiber was returned and analysis identified that there was a fiber body break.